Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited foreign material from the tip section. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the device had foreign material stuck in the device. However, the device was returned without reprocessing. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.